Event description:
It was reported that the customer's tandem mobi pump would not turn on, and the battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer followed troubleshooting steps, including attempting different charging cables, but the issue persisted. Technical support planned to send replacement charging supplies via two-day shipping and would follow up with the customer. Reportedly, the customer was able to successfully charge the pump using replacement supplies.